Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited an isolated low out of range shocking impedance measurements. It was reported that every other measurement has been in the range of 50-60 ohms. Technical services (t)s discussed delivering a maximum energy shock to test the integrity of the system. It was stated that the patient recently underwent induction testing and at that time the shock impedance was normal. At this time, no further testing has been reported. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.